Event description:
It was reported that the patient was having difficulty charging because of the way the ipg is sitting in the pocket. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in november 2023.